Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The hypotube was kinked inside the strain relief. No tears were visible in the balloon material. However, after the device was attached to an encore inflation unit and an attempt was made to inflate the balloon, a pinhole leak was noted in the balloon material. The pinhole was located at 4mm distal to the distal edge of the proximal markerband. No damage was noted to the proximal markerband or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected to be used. During the first inflation, the balloon ruptured at 5 atm for 5 seconds. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected to be used. During the first inflation, the balloon ruptured at 5 atm for 5 seconds. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.